Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of air-in-line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No product will be returned per customer. No investigation was performed. H3 other text : see h10

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line alarm during use. The following information was provided by the initial reporter: primary line (alaris pump infusion set) used in "circle priming" for chemotherapy administration. 3 alaris pumps and 7 channels used and kept detecting air in the line. There was no air in the line. Had to discard approximately 25ml of chemotherapy and prime a new line (alaris pump infusion set). New line circle primed with no issue and no beeping of air in the line.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line alarm during use. The following information was provided by the initial reporter: primary line (alaris pump infusion set) used in "circle priming" for chemotherapy administration. 3 alaris pumps and 7 channels used and kept detecting air in the line. There was no air in the line. Had to discard approximately 25ml of chemotherapy and prime a new line (alaris pump infusion set). New line circle primed with no issue and no beeping of air in the line.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation: no product or photo was returned by the customer. The customer complaint of air-in-line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.